Event description:
It was reported that the patient was complaining about a bump on the back area where the leads inserted. It appeared that one of the leads has bowed out and causing discomfort particularly when bending over. The physician confirmed that the lead when palpated it appears to be bowing out. The patient also experienced inadequate stimulation and was given caudal steroid injection. The patient will undergo revision procedure. Additional information was received that the patient underwent a revision procedure to recoil the lead wires so that they were not making a bump under the skin. The patient was doing well postoperatively and was reprogrammed.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was complaining about a bump on the back area where the leads inserted. It appeared that one of the leads has bowed out and causing discomfort particularly when bending over. The physician confirmed that the lead when palpated it appears to be bowing out. The patient also experienced inadequate stimulation and was given caudal steroid injection. The patient will undergo revision procedure.